Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump dispensed all of the insulin from the cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 08/13/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2013 with the following findings: the pump black box showed that loss of cartridge detection had occurred. The pump performed the rewind step correctly. During the load cartridge step, the pump was unable to detect the cartridge and loss of cartridge detection was duplicated. The pump was opened and a broken solder joint was observed at the force sensor pins.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.